Event description:
Medtronic received info that after placing this urchin device to the apex, the surgeon was moving the heart and damage to the heart tissue resulted. The surgeon commented that they felt the damage was due to the pt's fragile heart tissue. The damaged tissue was able to be repaired without further complications reported. This event was previously reported in medwatch report number 2135394201000011. It was also reported during this event that this has happened previously with other pts with use of this product. The event dates, number of patients, and details were not available from the customer. It was confirmed that all previous occurrences where pt tissue damage occurred, there were no pt complications after tissue repair.

Manufacturer narrative:
(B)(4). Eval method - device history could not be reviewed, as specific lot numbers were not available. Results: device history review found not to be performed and no product was returned. Conclusion: cause of event cannot be determined. Analysis - no product was returned for analysis and device history review could not be performed as lot numbers were no available. Conclusion: the clinical observation could not be confirmed, therefore, the cause of this event could not be determined. It is possible that the root cause of this event is simply the pt's fragile heart tissue. It was also reported that the customer recently switched to the model hp3500 product form a competitor's. It is possible that the customer is use to using a sliding motion as some competitive products function. However, with the hp3500, the device is supposed to "lock" in place. Moving the device in a sliding motion at high suction could potentially damage a pt's heart tissue. Instructions for use, document number: (B)(4), rev a documents contraindications such as fragile tissue.